Event description:
This report is related to previously reported complaint of inappropriate high voltage therapy reported on (B)(6) 2010, MFR number 2017865-2010-01974. It was reported that the right atrial lead continued to exhibit noise and delivered inappropriate antitachycardia pacing. A fluoroscopy of the lead did not reveal anything unusual. The lead was capped and replaced due to fracture on (B)(6) 2017. The patient was stable post procedure.